Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reiterated that it hurts in the area around the device. It feels like it moved upward when they fell. The steps taken was the device was xray and the dr. Stated it was in place. Nothing was done but it still feels misplaced. It hurts when they sit.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Was caller reported patient had been complaining about the implanted neurostimulator not feeling like it was in the right place. Caller stated patient had a couple of falls since the last one, patient said it felt like it had 'broken' or something and was giving patient a lot of pain. Caller said patient had to change the way they sat, and can't lean back, or it hurts. Agent asked for event date, and caller said they thought about 2-3 months ago was when patient had the fall and thought it jarred or dislocated something. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.